Manufacturer narrative:
Occupation: clinical resource manager.

Event description:
Information was received that a smiths medical bivona custom tracheostomy tube cuff leaked while in use with a picu patient. Subsequently, the defective tracheostomy (trach) tube was left in until respiratory was called to the bedside to perform an emergent trach change out. No adverse patient effects were reported.

Manufacturer narrative:
One flextend tracheostomy tube with tts cuff was returned for analysis. Visual inspection revealed that the cuff was torn. It was noted to be 2mm across and 9mm in length. The investigation did not reveal a manufacturing defects. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.